Event description:
There was an allegation of questionable calcium ca2+ and creatinine results from the cobas 8000 cobas c 701 module. Sample 1: initial calcium result was 1.70 mmol/l, and the repeat result was 2.35 mmol/l. The repeated result was deemed to be correct. Sample 2: initial creatinine result was 14 mol/l, and the repeat result was 84 mol/l. The repeated result was deemed to be correct. Sample 3: initial creatinine result was 9 mol/l, and the repeat result was 83 mol/l. Information was not provided about which result was deemed correct.

Manufacturer narrative:
The lot numbers and expiration dates were not provided for reagents. Reagent issues can be excluded as there were no additional cases and the results deemed as correct were ran with the same reagent. A field service engineer (fse) determined that as the rinse solution was dispensing, it was spraying into the cuvette. He decontaminated the rinse lines and made adjustments. No other incidents were observed. The investigation determined that the service action resolved the issue.